Event description:
The advocate stated her husband took too much insulin (6.4 units) based on the blood glucose reading from the contour next link. He was not feeling well. Specific information was not provided. An ambulance was called and when they retested him the reading was 29mg/dl. Another test was run on the contour next link with a result of 72mg/dl. Patient was taken off of his insulin pump until the next morning. Further treatment was not discussed. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Strip information was not provided. Strips were not expected to be returned. New meter was sent to the customer.